Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the left ventricular lead due to high capture threshold. The lead was capped and replaced with an epicardial lead on (B)(6) 2022. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: h6 - health effect - impact code.